Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A customer reported that a patient will be revised to address four xia 4.5 polyaxial screw migrations. This report captures the first of four screws.